Event description:
A malfunction of the pump was reported by the caller, who noted no notable events preceding the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with the understanding that they should call back if any issues arose again.